Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8216700. Model: sc-8216-70. Serial: (B)(6). Batch: 21264498.

Event description:
It was reported that patient had an infection. The patient underwent a spinal cord stimulator explant procedure where all devices were removed.